Event description:
It was reported that the patient experienced an issue with infusion set cannula on (B)(6) 2026, as it was found to be bent, that resulted into blockage and lead to hyperglycemia which was managed by insulin injection via mdi.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.